Event description:
Ventilator passed circuit test prior to event. Once ventilator was turned on, it read low oxygen pressure (reading 21% and expected to be 100%). When trouble shooting, found it to be a bad oxygen quick connect. Quick connect was changed out and ventilator started working properly. Patient was bagged by respiratory therapist while another therapist was trouble shooting. No harm to patient.======================manufacturer response for oxygen ncg adapter, oxygen adapter (per site reporter).======================waiting for their response.